Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 3 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("suffering from pelvic pain/ pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain,") and hypersensitivity ("allergic or hypersensitivity reaction"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. New event added: she did not undergo the essure confirmation test. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('migration of essure device') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 3 years after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization, medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("suffering from pelvic pain/ pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain,") and hypersensitivity ("allergic or hypersensitivity reaction"). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received:new events added- ectopic pregnancy and device ineffective. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure confirmation test". On (B)(6)2012, the patient had essure inserted. On (B)(6)2015, the patient experienced abdominal pain ("abdominal pain"), 3 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("suffering from pelvic pain/ pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain,") and hypersensitivity ("allergic or hypersensitivity reaction"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("suffering from pelvic pain/ pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain,"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic or hypersensitivity reaction"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received: new events allergic or hypersensitivity reaction and migration of essure device were added. Reporter information added. Patient details updated. Product details updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.